Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) and posterior percutaneous pedicle screw (pps) fixation surgeries at two inter vertebral disc l3-4-5. Post-op, the implanted rod was interfered with the skin and caused pain to the patient. The patient underwent revision surgery as a result of this event where the position of rod has been shifted to caudal side. There has been no information about the pain status since then.